Event description:
The patient service representative (psr) assisting a (B)(6) old male patient called in to zoll lifecor customer support to report that the patient stated his device "came apart" and "won't stay together". The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (end cap came off) has been confirmed. Upon receipt, the cable from j2007 on the auxiliary board was unplugged. The root cause of the unplugged cable cannot be positively identified, but was likely a result of excessive force. Once the cable was reattached, the monitor was fully functional. No adverse event resulted from the disconnected cables. The patient received a replacement monitor.